Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. As a result, the patient experienced a cardiac pause. The rv lead was capped and replaced to resolve the event and the patient was in stable condition. Rv lead damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging or during the revision procedure.